Event description:
Healthcare professional (hcp) reports one incident of a pt reaction with the psn 210 dialyzer. Per hcp, this was the pt's first exposure to the psn membrane. Approx five minutes into treatment, the pt began sneezing uncontrollably and eventually became unconscious. Treatment was stopped and blood was not returned to the pt, with an estimated blood loss of 150 cc. The pt was administered benadryl 50 mg IV with relief. Treatment was resumed with an asahi dialyzer and completed without further incident. It is reported that the pt has recovered.